Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a revision due to "activities." The pt was in pain even with the device off, in her legs and cramping. Add'l info was requested.